Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer healing cap was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported product was located on an unknown tooth site and used for 1.5 years prior to impression casting, and 4 or 5 days thereafter. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Complainant reported that the healing cap had been on about a year and a half and removed to take an impression. The healing cap was replaced without incident. Following replacing the cap, it came loose and came out about 4 or 5 days after. In that period there was overgrowth. The open implant was irrigated with chlorhexidine. The reported complaint could not be verified with the information provided, and without return of the product. A root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing cap loosened and resulted in gingival overgrowth.